Event description:
Caller reports the patient obtained a result of 549mg/dl at 8:14am on the deivce and received 12 units of regular insulin. Caller states that at 8:30am the customer tested 100mg/dl on a lab. Caller states that at 10:30am the device reported the patient's blood glucose at 24mg/dl and the patient was given dextrose. At 10:44am, the device read 28mg/dl. Quality controls were reportedly used and fell within acceptable limits. Requested return of suspect device and replacement was sent.